Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported, the system locked at the time of surgery and the laser did not work. The procedure was cancelled. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer discovered an error in the logfiles. This error occurs if the energy control of the laser head is not possible with the currently stored energy values. Whenever there are problems with the energy system, a gas change should be performed to verify if this is the origin of the problem. The technician verified the system successfully and could not identify any technical issue. The root cause could not be identified conclusively but the most likely root cause might be a gas change was required. (B)(4).